Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Early in the morning at 3:00 am, the patient´s spouse called 911 when the tandem pump did not gave an alert while the cgm reading was 50 mg/dl and there was no bg reading taken at that time. The patient was experiencing unspecified hypoglycemic symptoms. They called an ambulance and when the paramedics arrived they took a bg reading which was 23 mg/dl. The patient was treated with IV fluids. At the time of the report the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.